Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's low voltage lead was dislodged. No intervention or patient condition was reported.